Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2016 the patient reported pain and swelling around the implant site. It was diagnosed as internal bleeding and hematoma, no infection. On (B)(6) 2016 the pain eased. On (B)(6) 2016, swelling was still present. In situ measurements showed 7 channels with high impedance.

Manufacturer narrative:
Additional information: based on information received, observed symptoms are most likely due to pre-existing medical reasons. Patient does not receive benefit from the device. Explantation is not planned due to patient's condition.

Event description:
On (B)(6) 2016 the patient reported pain and swelling around the implant site. It was diagnosed as internal bleeding and hematoma, no infection. On (B)(6) 2016 the pain eased. On (B)(6) 2016, swelling was still present. In situ measurements showed 7 channels with high impedance. As per additional information received, the surgeon indicated that perilymph inside cochlea is gone, for unknown reasons, causing the observed channels with high impedance. The patient is not receiving adequate benefit from the device. There are no plans for explantation, as the patient is using vp shunts on both sides.